Manufacturer narrative:
H6: a react health (ventec) ventilation product support specialist provided the initial reporter, a biomedical engineer, with technical troubleshooting assistance where it was discovered that the device was connected to an external high pressure oxygen source (wall, ~50 psi), but still had the o2 low-pressure inlet adapter in place on the device. The ventilation product specialist advised the biomedical engineer that when using external high pressure oxygen the o2 low-pressure inlet adapter should be removed. The vocsn clinical and technical manual [p. 43] states the following: "note: remove the o2 low-pressure inlet adapter when it is not in use. If external high-pressure oxygen is used while the adapter is connected, oxygen may leak from it." The device was not returned to ventec for evaluation. Based on the information available, ventec has determined that the root cause of the reported issue was user error.

Event description:
It was reported to ventec that the device was providing low fio2 (fraction of inspired oxygen) levels. There were no reports of patient involvement associated with the reported issue.